Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's daughter stated her mother had a right knee replacement 4 years ago and it recently failed. Patient is experiencing pain. Patient is scheduled for revision surgery on (B)(6) 2018 to competitive devices. Reason for revision is loosening. Patient will also like to know if her implant were part of a recall.